Event description:
Additional information stated the patient¿s batter was replaced and that it ¿was not dead, but definitely within the replacement range.¿ with the stimulation on, the patient was ¿doing well.¿ there was ¿no tremor present post-operatively.¿ the patient noted ¿she walked with a walker.¿ impedance testing revealed ¿some impedance ranges were high.¿ following replacement, all impedances were found to be ¿within range.¿ it was noted the patient was able to ¿initiate therapy at a lower stimulation rate than before with effective control¿ with their new battery. The patient was stated to have been able to eat, sit up, and talk and was ¿doing well¿ on the day of report.

Event description:
It was reported initially the patient had a return of symptoms. It was later reported that a manufacturer representative had heard that the device battery was dead, and it was unknown if the device battery was dead and the patient ¿didn¿t look too bad.¿ it was also reported that a patient needed an implantable neurostimulator (ins) replacement. It was noted that the patient¿s doctor didn¿t know what level the device battery was at and last time the patient¿s neurologist checked the device, he said ¿it was fine.¿ it was reported that the patient had ¿ups and downs¿ with respect to parkinson¿s disease symptoms. It was also noted that a surgery had not been scheduled, but the patient was "doing fine." On (B)(6) 2013 it was stated that the reporter got question marks in the impedance results. The reporter also said that there was an end of service (eos) / end of life (eol) message. The device was to be replaced on (B)(6) 2013 and the patient¿s therapy had been working. There was no return of symptoms at that time. There were high impedances on the right brain and the patient got dizzy running the impedance test at two volts. It was re-run at three volts and there were still high impedances. After surgery, it was noted that to the health care provider (hcp) thought the device seemed a little loose on the same side as the previously mentioned high impedances. The replacement device was connected and impedance testing gave ¿clean readings.¿ additional information received reported the extension plug may have been loose and impedances were high on the right side with the kinetra and when plugged into pc impedances were within range. It seems the patient was receiving effective therapy. The battery went to hospital pathology and it was unknown whether or not it would be returned. This event was also reported under manufacturer report # 3004209178-2013-12036. Any additional information received will be reported under this manufacturer report.

Event description:
It was reported the patient's body starting aching a month prior to report. Additional information was received which reported that the patient received assistance from her manufacturer's representative or healthcare provider (hcp) and her concerns were resolved. An appointment date of (B)(6) 2013 was noted. Additional information received reported that the patient saw a healthcare provider on (B)(6) 2013, for pain in legs and body twitching. The reporter stated that it was found that the device battery needed to be replaced. Eleven days later, it was reported that a device replacement had not taken place yet. It was later reported that the patient didn't have a surgery date yet and the patient seemed to be doing fine and was not having symptoms. It was later reported, the patient was scheduled for surgery for (B)(6) 2013. The same day it was reported the patient¿s battery was not ¿dead¿ and the patient¿s son reported the patient ¿looks good.¿ additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3389s-40, lot# v280352, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v265979, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the replacement surgery was re-scheduled for (B)(6)-2013.

Manufacturer narrative:
(B)(4).